Event description:
Boston scientific crm received information that this patient has experienced three syncopal episodes since this device was implanted. Technical services confirmed that the sudden brady response feature is in fact on, and the syncope is believed to be caused from coughing. The device remains implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.